Event description:
It was reported that the customer passed away. The cause of death was cardiac arrest, hypertension, and diabetes. Prior to his death, the customer experienced a blood glucose reading of 50 mg/dl. The customer was then transported to the hospital by paramedics. The customer's spouse removed the insulin pump due to the hypoglycemia. Nothing further was replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.